Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45-day follow-up imaging procedure. The imaging showed that there was a device related thrombus present on the atrial side the closure device measuring up to 4mm in size. The physician switched the patient from a medical regiment of apixaban to clopidogrel and aspirin in response to this event. The patient will remain on this medication and have a repeat imaging procedure in three (3) months. The patient did not experience any other complications as a result of this event.